Manufacturer narrative:
The device was not returned for evaluation. A lot history review was performed. This was the only complaint to date for this lot number. Therefore, a device history record (DHR) review was not required. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed filter was tilted with filter tip embedded on the wall of the ivc and multiple filter struts penetrated through the ivc wall. The left posterolateral and right posterolateral struts appear bent. Therefore, the investigation is confirmed for perforation of the ivc, material deformation and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly tilted, perforated, and bent. The device was not removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury. This information was received from one source. The patient was a (B)(6)-year-old female. The weight was not provided.